Manufacturer narrative:
Philips has investigated this complaint. The wireless footswitch was not working and the wi-fi indicator led was red indicating a loss of connection. A philips service engineer replaced the wireless footswitch and wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that wireless footswitch is out of order. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.